Manufacturer narrative:
The bench repairer evaluated the device. It was determined that the device was not turned on due to the malfunction of som pca part and it was replaced. All the tests and controls were carried out according to the procedure specified in the service document. No problems were observed, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips bench repairer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator device indicating that the device was not turned on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.